Manufacturer narrative:
The revision procedure was completed successfully on (B)(6) 2016. Further patient and device specific information has been requested. The investigation of this complaint is ongoing. A supplemental report will be provided.

Event description:
It has been reported by the surgeon that the patient has pain in the knee. He has reviewed x-rays and believes the axle is not well positioned. ((B)(4)).

Manufacturer narrative:
The exact cause of the event could not be determined because of insufficient information being provided. The reported event was that the axle had backed out, the cause for this must have been that the circlip had disengaged from it securing location, the root cause of this movement is most likely that the circlip was not seated correctly at the point of insertion during surgery. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- operative x-rays, as well as patient history and follow-up notes are needed to complete the investigation for determining a true root cause. Device was implanted for over 6 months without any reported issues. Note: all siw product that are approved and released for use, have been confirmed as being manufactured correctly to relevant requirements at the time of manufacture. Providing all items are inserted/assembled correctly there would be no reason to anticipate any disassociation of any device or subcomponents. Corrections - health professional corrected to patient/lay user.

Event description:
It has been reported by the surgeon that the patient has pain in the knee. He has reviewed x-rays and believes the axle is not well positioned. This is a supplemental report to 3004105610-2016-00033 ((B)(4)).